Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2009. According to the complainant, approx four minutes into the procedure, the physician noticed that the prolieve catheter had migrated partially out of the pt. The device was reinserted and the anchoring balloon re-inflated, but the device slid out. The anchoring balloon was tested and a leak was found. There was a low water level alarm and a reminder message stating that the temperature is too low for this stage. The procedure was completed successfully with another prolieve thermodilatation kit. There were no complications, and the pt's condition was reported as fine.